Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported cuff miss/suture retrieval issue could not be confirmed as the returned device observations indicated the device was in the pre-deployed position. In the absence of a confirmed failure mode a conclusive cause could not be determined for the reported difficulty. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The other perclose proglide device is filed under a separate medwatch manufacturer report reference number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath after a neuro-coiling interventional procedure. Reportedly, when the needle plunger of the first proglide device was removed, no sutures were present. A small guide wire was used to re-access the site and a second proglide device was used but also had no sutures present when the needle plunger was removed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.